Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient experienced purulent drainage from the peg stoma and a culture was performed that tested positive for bacteria. The patient was treated with an unknown oral antibiotic until (B)(6) 2022. On (B)(6) 2022, it was reported that mucous came out of the stoma without any infection sign, no pain while mobilizing, without purulent exudate, nor erythema in peristomal area.